Manufacturer narrative:
The reported event of unable to untighten the a-and v-setscrews to remove the leads was confirmed. The analysis found the setscrews were firmly stuck in the connector blocks and required destructive methods to separate them from the device connectors. Foreign material was found in the a- and v-connector block threads. Further evaluation confirmed the foreign material found in the connector block threads to be epoxy, which caused the setscrews to get stuck. When the setscrews were tightened on the lead during the implant procedure the epoxy in the threads caused the setscrew to be locked in place which prevented the removal of the leads.

Event description:
It was reported that during the implant procedure after both the leads were attached to the pulse generator, the right ventricular lead exhibited high capture thresholds. The physician wanted to reposition the rv lead. Both the atrial and ventricular setscrews on the device could not be loosened. The device and both the leads were not used, and a new device and leads were implanted. There were no complications; the patient was in stable condition.